Event description:
Per the clinic, it was reported that the patient developed an infection and skin overgrowth at the abutment site. Subsequently, the patient was treated with topical antibiotics. Revision surgery is planned; however, yet to occur as of the date of this report.

Event description:
The patient underwent successful conversion from the baha connect to the osia under a general anaesthetic on (B)(6) 2020.

Manufacturer narrative:
The patient underwent successful conversion from the baha connect to the osia under a general anaesthetic on (B)(6) 2020. This report is submitted on august 21, 2020.